Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer experienced symptoms of chest pain, high blood pressure, high blood glucose, a loss of consciousness and was unable to self-treat. Customer received third-party intervention by daughter who checked blood pressure, obtained an unspecified blood glucose reading and provided water as treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer experienced symptoms of chest pain, high blood pressure, high blood glucose, a loss of consciousness and was unable to self-treat. Customer received third-party intervention by daughter who checked blood pressure, obtained an unspecified blood glucose reading and provided water as treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.